Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-00904. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33 mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed; however, there was a little bit of an issue recapturing the closure device. Once they were able to successfully recapture the closure device, they took a look at it and core wire had folded over on itself. The put in a different closure device and successfully completed the procedure. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds). The implant was fully deployed, outside of the sheath and attached to the core wire. The device was bloody. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed damage to the anchor(s), numerous kinks in the sheath, sheath damage (abrasions/multiple perforations) from device recapture, tip damage (tricuts flared/abrasions/layer separation-not detached from sheath/marker band damage), anchor damage and the core wire had numerous kinks over an area of 20 mm and the damage started 12 mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR: 2134265-2018-00904. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed; however, there was a little bit of an issue recapturing the closure device. Once they were able to successfully recapture the closure device, they took a look at it and core wire had folded over on itself. The put in a different closure device and successfully completed the procedure. No patient complications were reported and the patient¿s status is fine